Event description:
A report was received from the USA indicating that the 840 ventilator was inoperative while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The date of the event was not provided.

Manufacturer narrative:
The user facility did not make the device eval for investigation. (B)(4).